Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device did not produce sound due to a defective speaker. The device is pending repair and final testing. A final report will be submitted once the repair is complete. Manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.

Event description:
During the evaluation at bench repair, it was identified that the device had no audio. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Correction to the statement in h11 of the initial report "a final report will be submitted once the repair is complete." The device is not being repaired and returned to the customer. The customer was provided a replacement device to resolve the issue.